Event description:
Additional information from a healthcare professional of a clinical study via a representative reported the patient was seen (B)(6) 2015. The subject was seen after receiving parenteral antibiotics for a month, with resolving symptoms. The outcome was reported as recovering/resolving (ongoing). The patient was seen again (B)(6) 2016. The subject had completed the full course of antibiotics and the patient was re-implanted in the right internal globus pallidus (gpi) target (the original deep brain stimulator (dbs) was placed in the subthalamic nucleus (stn)). It was noted the hemiballismus resolved following this surgery. The outcome of the event was reported to be resolved/recovered.

Manufacturer narrative:
Product ID: neu_ins_stimulator, serial# unknown, explanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: neu_unknown_ext, serial# unknown, product type: extension. (B)(4).

Event description:
A healthcare professional of a clinical study reported that there was an infection at the right deep brain stimulator electrode tip that had started on approximately (B)(6) 2015. The patient had developed hemiballismus of the left upper limb 4 months after bilateral subthalamic nucleus (stn) deep brain stimulator implantation. The patient had required in-patient hospitalization or prolonged existing hospitalization and persistent or significant disability/incapacity. There were also other conditions that may jeopardize the patient and required medical or surgical treatment to prevent an outcome of death, life threatening, congenital anomaly, hospitalization or disability/incapacity. The deep brain stimulator was explanted on (B)(6) 2015 and the patient was being treated with intravenous antibiotics. The patient was recovering/resolving; ongoing. The patient's medical history included parkinson's disease with motor complications. Concomitant medications included carbidopa/levodopa 50/2002 tabs three times daily. The serious adverse event was not attributable to clinical outcomes study.